Event description:
Pump declared an altitude alarm, with customer declining to provide blood glucose levels during event. No adverse impact was reported on customer's blood glucose level. Customer had insulin suspended due to alarm but resumed normal pump operation following advice from technical support, which included removing obstructions, cleaning pump, and waiting additional time as instructed. Problem did not recur, and tips for future prevention were provided.